Event description:
The pump "never worked" for the pt; the pain was reported to be "not bearable". The physician would increase the medication and the pain would get worse, so the medication would be lowered again. This had happened several times. In (B)(6) 2010, following a pump increase, the pt went to the ER due to the increased pain and was given a shot of dilaudid, which helped for a few hours. In (B)(6) 2010, the pt was having weak legs and trouble walking. The pt wanted the pump removed. The device system was used to deliver dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).